Event description:
A barostim system was implanted on (B)(6) 2015, and a normal replacement was done on (B)(6) 2025. On (B)(6) 2025, the patient presented with their ipg pocket minimally open and fluid coming out of the wound. It was noted that the patient was not feverish and had minimal infection signs in their blood test. The patient was given intravenous antibiotics, however the bacteria was not yet classified. The patient was transferred to a different hospital for further analysis, and the infection was treated successfully. The patient was discharged and the csl and ipg remained in place.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, there was a pocket infection related to the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).